Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient recently had system replaced and patient stated that over the weekend they were doing activities they should not have been doing. They were doing exercises and bending over and going to the gym and when they had their follow up appointment with managing physician they said that an x-ray may be necessary to check for possible lead migration. The patient stated that they can still increase amplitude and feel stimulation sensation and wanted to know if this meant the lead had not moved. Patient also mentioned that on saturday they were still in pain from the surgery but then after exercising they had worsening pain in the spine near the lead implant site. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2hvar, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.